Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 6 mm in length (short), the aortic neck is 29 mm in diameter at the renal arteries and 34 mm in diameter 6 mm below the renal arteries. It was reported that the physician pre-planned to use aptus endo anchors in the bifurcated stent graft. The aptus endo anchors were implanted however there was still a proximal type I endoleak present. The physician stated the event was related to the procedure. The patient will continue to monitor the patient. There is no planned treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (short aortic neck).